Manufacturer narrative:
The investigation for the reported delivery issue has been completed. Data logs showed the motor current and pump flow decreased immediately upon the sudden occurrence of the "suction" alarm; the flow rate did not recover for the remainder of the case. Visual inspection of the returned pump revealed a mass of biomaterial on and around the impeller. No other abnormalities were found. The cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support low pump flow and suction alarm issues were noted. The surgeon exchanged to a new pump. The patient was stable post procedure.